Manufacturer narrative:
Two bottles of strips were returned for qa evaluation. Strips from one of bottle were visually inspected and indicated they may have been exposed to moisture in the environment. When tested with control solution, two results were high out of spec, "hi", and three tests resulted in e11. The e11 error codes and high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The second bottle of returned strips and the retention lot# gave satisfactory performance.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) opened a new carton of contour ts test strips and found the cap open on one of the bottles of strips.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.